Event description:
A report was received that the patient had difficulty charging the ipg. X-rays were taken and revealed that the leads were over the ipg site. The patient underwent a revision procedure wherein the leads were readjusted and coiled behind the ipg. The patient was doing well postoperatively.